Manufacturer narrative:
Investigation: samples received: 3 open pouches. Analysis and results: there are two previous complaints of the same code-batch. We manufactured and distributed in the market 2,000 units of this code-batch. There are no units in stock in b. Braun surgical warehouse. We have received three open pouches that contain an unopened ampoule each one. The ampoules have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959 when additional information becomes available a follow up report will be submitted.

Event description:
It was reported the ampoule leaked. No other information has been provided.